Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 11374 ventricular sensing integrity counts (sic); high rate-ns and vt-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1767 ohms and 4047 ohms, on (B)(6) 2015, up from a trend in the 400-600 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. Concomitant product: 4076 lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing. During the replacement procedure the physician was unable to remove the superior vena cava (svc) coil as it was grown together with the vein and immobile. The stylet was inserted and the physician cut off the lead below the bifurcation with the stylet inside. The lead was partially explanted and capped. No patient complications have been reported as a result of this event.